Event description:
The patient contacted animas on (B)(6) 2012, reporting that the battery was replaced and two days later the pump emitted a replace battery alarm. The patient stated that the battery was replaced and the pump made its usual sounds but there was no display. The patient replaced battery again and the display did not come on and then replaced battery again and the pump did not power on. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the battery cap was not returned with the pump for investigation. On examination, the keypad was torn at the up arrow and down arrow keypad buttons. On testing, all the keypad buttons were appropriately responsive to user input. The keypad cover was removed for investigation and revealed contamination under the contrast button contact. On examination, there was corrosion inside the battery compartment. A new test battery was able to be fully tightened onto the pump with no visible yellow o-ring. Evaluation found that pump powers up properly. The pump was exercised for 24 hours with a test battery cap and no power loss or rebooting was duplicated. A battery compartment leak was found during leak testing. The pump cover was removed revealing no evidence of moisture damage inside the pump.